Event description:
Customer reported that the tandem mobi app glitched briefly before a software error, labeled as malf 0, occurred while initiating the load process for a new cartridge and infusion set. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisting the caller in resetting the pump successfully. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump.